Event description:
An adc customer reported that due to a delay in the delivery of his replacement meter he was unable to test and experienced a loss of consciousness. Customer stated family members transported him to a local hospital where he was diagnosed with hypoglycemia and treated IV fluids (solution unknown). There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
As this report involved a delivery delay of product, no device information was reported and no investigation is required. This is a final report.